Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-jun-2024, it was reported that the 3-infusion set tubing detached from connector. Length of infusion set has been used for less than one hour. Customer replaced infusion set and resumed insulin successfully. No further information available.